Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed the infusion set to address occlusion alarms, but the alarms reoccurred. Customer changed the cartridge to address occlusion alarms, and resumed insulin delivery. Customer¿s blood glucose level was 354 mg/dl.